Event description:
It was reported that 1 bd pen ndl 32g 4mm would not detach. The following information was provided by the initial reporter:   the consumer reported it hard to remove the pen needle after injection. Date of event: unknown. Samples: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned (6) used 32gx4mm bd pen needles from lot# 0134225. Consumer stated, its hard to remove pen needle after injection. All 6 returned samples were examined, then tested for functionality using a test pen injector: all 6 pen needles were able to attach to/detach from the pen injector properly. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm would not detach. The following information was provided by the initial reporter : ¿ the consumer reported it hard to remove the pen needle after injection. Date of event: unknown. Samples: yes.